Event description:
It was reported to medtronic minimed that the customer experienced rattles inside the pump. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed amd pump rattles while reservoir is inside of the pump. No harm requiring medical intervention was reported. Mmt-754wws was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with a missing segment/partial display anomaly. Unable to perform self test, and displacement accuracy test due to missing segment/partial display anomaly. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test boards confirms missing segment/partial display anomaly, problem isolated to lcd board. The test reservoir locked in place properly. Unit had scratched case, cracked battery tube threads, stained address/serial number label and missing end cap sticker. Missing segment/partial display anomaly, problem isolated to lcd board confirmed. Unit makes slight noise when shaking is activated, however this is a normal occurrence, and no rattle anomaly noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.